Manufacturer narrative:
UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while completing a planned maintenance (pm), it was found that the 70 degree suction was damaged. It was reported that the suction was able to pass verification one time in about twenty attempts. There was no patient present when this issue was identified. It was noted that the curved suctions were not utilized for navigation.